Manufacturer narrative:
A cracked reservoir tube lip was noted during the visual inspection. The insulin pump passed the prime test, displacement test, basic occlusion test, occlusion test and excessive no delivery alarm test.

Event description:
The customer reported that her blood glucose was 405 mg/dl, after she ran out of insulin in her insulin pump. The customer was requesting assistance on checking units left in the insulin pump. Assistance was provided. The customer declined troubleshooting for high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.